Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that days after the implant, a liquid pad was noted in the pump pocket. Using fluoroscopy, it was noted that the catheter was disconnected from the pump. The patient did not experience any symptoms as it was a new implant and they were still in the process of dose titration. The patient underwent a revision to place a new connector. The patient recovered without sequela. The drug contained in the patient's pump was baclofen.